Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was not working. The only troubleshooting step taken was swapping the extension cable. The procedure was completed using a different power supply. Power setting at 3. Small delay to trouble shoot. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was not working. The only troubleshooting step taken was swapping the extension cable. The issue did not get resolved with switching out the cable. Once they switched to new vasoview power supply, it worked. Power setting at 3. Small delay to trouble shoot. There was no patient harm.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.